Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the medication had already fallen below the minimum value and the pick and delivery report was triggered and had not captured it. A technical support specialist (tss) closed the case and deferred all troubleshooting to master case 07087271, as the missing data issue in the pick and delivery report remained under ongoing investigation.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication cefotaxime sodium 500mg vial had already fallen below the minimum value. Pick and delivery report was triggered, but it did not include this one. Later, the critical low notice was triggered. The customer stated that this malfunction occurred while dispensing the medication and caused a delay. There were no adverse events or injuries reported based on this event.